Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950f vena cava filter allegedly experienced activation failure including expansion failures. This information was received from one source. This malfunction involved one patient with no consequences. The male patient's age and weight were not provided.

Manufacturer narrative:
H10: the initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is (B)(6) 2020. H10: the lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has not been returned to bd for evaluation. Since the device was not returned and no objective evidence was provided the investigation will remain inconclusive. The catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The product classification code for the denali filter product is identified in d2. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has not been returned to bd for evaluation. Since the device was not returned and no objective evidence was provided the investigation will remain inconclusive. The catalog number identified has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The product classification code for the denali filter product. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950f vena cava filter allegedly experienced activation failure including expansion failures. This information was received from one source. This malfunction involved one patient with no consequences. The male patient's age and weight were not provided.